Event description:
It was reported that stent fracture occurred which required an additional intervention. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After the lesion was pre-dilated, a 3.00 x 12mm synergy xd drug-eluting stent was advanced and deployed for treatment. Upon further review via fluoroscopy, the mid part of the stent was found to be fractured. Another stent was deployed inside the first stent to cover the fractured part, and the procedure was completed. No patient complications were reported.